Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a physician recently treated a deep venous thrombosis (dvt) related to the use of a 6f¿12f mynx control venous vascular closure device (vcd). Additional information had been requested but details about the exact date, the patient¿s current status, or whether the issue had been resolved were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Updated information: section d3 was updated to reflect accurate manufacturer information. Complaint conclusion: as reported, a physician recently treated a deep venous thrombosis (dvt) related to the use of a 6f¿12f mynx control venous vascular closure device (vcd). Additional information had been requested but details about the exact date, the patient¿s current status, or whether the issue had been resolved were not provided. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deep vein thrombosis¿ could not be evaluated. With the information provided, without the return of the device, and with no procedural films/images, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Patient comorbidities can also have contributed to the reported event. A venous thrombus/dvt occurs when a blood clot (thrombus) forms in one or more of the deep veins in the body, usually in the legs. Deep vein thrombosis can cause leg pain or swelling. Sometimes there are no noticeable symptoms. You can get deep vein thrombosis (dvt) if you have certain medical conditions that affect how the blood clots. A venous thrombus is a post-procedural complication of the mynx control venous and is listed in the instructions for use (IFU) as such. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.